Manufacturer narrative:
Retainer ring = black. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform displacement test due to the critical pump error (open book image) alarm. Attempt to download using crest was successful; however, attempt to upload using thus was unsuccessful. The trace downloader program was unable to boot up, and the unit booted up to a blank screen with the red notification led flashing and the vibrator vibrating instead. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After plugging a known good pcba2 into the original pcba1 and then into a known good case, the unit booted up normally. After plugging the original pcba2 into a known good pcba1 and then into a known good case, the unit booted up to a critical pump error (open book image) alarm. In summary, the critical pump error (open book image) alarm and the inability to upload are suspected to be due to pcba2. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case near the corner of belt clip rails. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack near the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.